Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq software caused "serious problems". Additionally, the customer experienced unspecified issues with pump alarms. There was no reported adverse impact to the customer¿s blood glucose. No additional information was provided by the customer. Reportedly, the customer declined troubleshooting.